Event description:
It was reported, that during a da vinci-assisted gastrectomy surgical procedure. The customer had issues with the clamping function from the medium-large clip applier instrument, and allegedly could not use the instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind. And there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigations confirmed, the customer reported complaint of having issue with the "clamping function, and the instrument could not be used. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip clip test was performed, and failed. The clip did not close properly. Additionally, the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.021 offset at the tips. As a result, this can prevent the clip from properly loading on the grips or from properly closing.